Event description:
According to the customer, on 01/07/2024 a "blue plastic strip" in one of the lap pads was noted to be "sticking out" and "poking" the "duodenum" of a patient.

Manufacturer narrative:
According to the customer, on 01/07/2024 a "blue plastic strip" in one of the lap pads was noted to be "sticking out" and "poking" the "duodenum" of a patient. The customer reported the patient had a "trauma laparotomy" that included "packing her liver with laparotomy pads" for "hemorrhage control" and placement of an "abethera". The customer reported the incident with the lap pad was discovered the day after surgery and the device was removed. The customer reported the patient remains in the hospital "recovering from their trauma injuries". No additional information is available at this time. Sample requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.